Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with his ipg using his charger. It was noted the patient still has stimulation. Surgical intervention will be taken at a later date to replace the patient's ipg.